Event description:
During service, the baxter repair tech reported a failure code 500 in the event history. The hosp rep stated that there were no reports of pt injury or medical intervention. No additional info is available.